Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported blood glucose (bg) levels in the 200-300 (mg/dl) range. A pump bolus was delivered and the infusion site changed to address bg level. It was recommended that the customer contact tandem technical support for troubleshooting should another occlusion alarm occur.